Event description:
It was reported that the chair can no longer support weight/transporting load. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.